Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the adomen on (B)(6)2024. On the day of the event the patient experienced feeling dizzy and took glucose tablets. After the self-treatment the patient lost consciousness and an ambulance was called by a bystander. When the paramedics arrived a fingerstick was taken and the cgm was reading 6.0 mmol/l and the blood glucose reading was 3.0 mmol/l. The patient was treated in the hospital with intravenous fluids and stayed for a total of 4 days being monitored before he was discharged. The patient stated that the insulin pump he was using still gave insulin because of the inaccuracy during the event. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.